Event description:
It was reported that the user experienced a seizure attributed by the family to low glucose while the dexcom g7 glucose reading was visible in the mobile app but was not pairing to the ilet; subsequent review showed sensor connectivity on the report and a nadir of 53 mg/dl, and a later fingerstick measured 300 mg/dl after treatment. Symptoms included hypoglycemia with seizure activity. Outcomes included the need for urgent treatment with oral glucose. Investigation included troubleshooting and user education that led to advising a sensor replacement and phone follow-up. Investigation of this case revealed that the cause of the hypoglycemic event was unclear, with physical activity noted prior to the event and inconsistent device-to-device connectivity reported by the family. It was concluded that the event involved hypoglycemia of unclear cause with successful field correction and no hospitalization. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.